Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: self test failed. Te 233003 the ofset of the paw is 40 mbar. Summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamitlon medical ags conclusion: investigation ongoing.